Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: there were consecutive pump reboots observed in the black box history. The battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was used and able to fit and maintained electrical connection. There was no power interruption during the investigation and no intermittent condition was found to the power circuit when the pump cover was removed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.